Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/23/2025 the user reported experiencing hyperglycemia with a bg of 295 mg/dl and hypoglycemia with a bg of 64 mg/dl. The user completed a supply change after which bg returned to 120 mg/dl. No hospitalization, assistance, or long-term effects were reported.